Manufacturer narrative:
(B)(4). The cds was curved more than 90 degrees. Evaluation summary: the device was returned and investigated. The reported delivery shaft bend resulting in difficulty positioning the delivery shaft was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the mitraclip system instructions for use warns, do not deflect the sleeve tip more than 90 degrees during the inspections below. Use of damaged product may result in cardiac injury. The investigation determined the reported delivery shaft bend resulting in the difficulty positioning the delivery shaft appears to be related to the observed bent actuator mandrel. The actuator mandrel bend likely occurred when the cds was curved more than 90 degrees and is thus attributed to user technique. All available information was investigated and based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Clarification of event: it was reported that the clip delivery system (cds) was steering medially due to a set in the shaft. Additionally, the sleeve tip of the cds may have been curved more than 90 degrees, but was curved less than 100 degrees.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the unexpected movement of the device during positioning which has the potential to cause or contribute to patient injury. It was reported that the mitraclip delivery system (cds) was inserted into the anatomy, but when attempting to position the clip, the clip moved in the anterior and medial direction, preventing the device from getting below the valve. Several attempts were made to position the device for deployment, but all were unsuccessful, so the cds was removed. Two clips were successfully implanted reducing mitral regurgitation from grade 4 to 1. There were no adverse patient effects and no additional information was provided.